Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry eval results of retained unit from the reported lot were within specifications. Chemistry eval results of the complaint unit did not meet product specifications for catalase activity.

Event description:
Our office in (B) (4) reported that a female pt experienced ocular stinging with each use of a new unit of the consept quick system. There is no indication that the pt required medical treatment. No add'l info is available or expected.